Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak's bill of materials (bom) shows each unit should include 1 each of 2.4 millimeter 45 degree slit knife. A review of the systems, applications & products (sap) where-used parts list shows all 120 each of 2.4 millimeter 45 degree slit knife, were built into this finished goods lot. A review of the deviation history report shows this lot did not have a temporary deviation applied on 2.4 millimeter 45 degree slit knife. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that ophthalmic cutting blades were found to be dull during cataract surgery (with intra ocular lens implant). The surgery was completed after opening a new blade. There was no patient harm.